Event description:
On (B)(6) 2002 I had a c-section. At which time the performing physician used prolene suture to close my incision internally. On (B)(6) 2016 I had surgery to remove a large pelvic abscess, and the surgeon found over 11 inches of prolene suture still inside me. It had punctured holes into my intestines over the years and had led to a misdiagnosis of crohn's. I lost 3 feet of bowel and had an ileostomy bag for over 9 months. Even though my ileostomy has been reversed I still continue to suffer horrible side effects from the damage that this prolene suture caused to my body.